Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a red alert was detected due to this right ventricular (rv) lead exhibiting a high out of range pacing impedance measurement. Subsequently, additional information was received that a revision procedure was performed. There was no anomalies observed. There were no adverse patient effects reported.